Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/23/2019. Device evaluation summary: during evaluation of the sample a tear measuring approximately 5 cm on the anterior aspect was noted. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Possible causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 7002791, and no non-conformances related to the reported complaint were identified. It was reported that a (B)(6)-year-old patient underwent primary breast augmentation with a 275cc mentor memorygel breast implant and experienced left sided rupture post procedure. As a result, device replacement with another 275cc mentor memorygel breast implant was performed on (B)(6) 2019. This is a supplemental report for psr-q1-4-30-2019 submission, reference number (B)(4). Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent primary breast augmentation with a 275cc mentor memorygel breast implant and experienced left sided rupture post procedure. As a result, device replacement with another 275cc mentor memorygel breast implant was performed on (B)(6) 2019. This is a supplemental report for psr-q1-4-30-2019 submission, reference number (B)(4).